Manufacturer narrative:
Correction: lot number. Correction/additional information: the initial MDR is being corrected to 10/13/2017. The lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that 3 hours into a liver support mars treatment, the tubing separated. The unit 4 albumin line detached from the bottom of the marsflux filter, causing an external fluid leak. The patient was connected to the disposable and machine when the issue occurred, however the nurse was able to safely return the blood to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.